Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing with no issues observed. All functional testing performed was acceptable. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set would not connect tightly to an empty bag. The patient was connected at the time of the event. The transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.